Event description:
It was reported that during the assembly of the set, leaks were noticed. No injury or patient involvement.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two pictures were attached and reviewed. Picture, one shows fluid leakage at the joint of the inlet to the heat exchange. Picture two shows a close-up of the y-connection, no leak or defects are visible. The complaint was confirmed. No root cause was determined due to no product being returned for analysis; however, if the product is returned, will reopen this complaint for further investigation.